Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar mode. Which was suspected to be caused by clavicular crash. In addition, it was noted that prior lss this pacemaker recorded a signal artifact monitor (sam) due to artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. Currently, the product remains in service and no adverse patient effects were reported.